Event description:
Ous MDR. During magnet placement, pre-syncopes were observed postoperatively. The lead check did not detect anything abnormal.

Manufacturer narrative:
The pacemaker was thoroughly, visually and geometrically examined in regard to the pacemaker connection system. The dimensions of the connection system met those prescribed in the international standard. The spring elements to contact the indifferent lead connections do not show any deformations. The lead fixation screws for the different lead contacts meet the specified dimensions and the tolerance standards, and they are free of damage of any kind. However, the lead fixation screws show only very weak imprints on their underside, which might be an indication for an unstable contacting to the different connection at a lead. The clamping depth required to clamp an is-1 lead connector pin is reached with the lead fixation screws. The device underwent a complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing defects. There is definitely no electronic defect. In summary, the analysis results do not indicate any material defect or manufacturing error. The pacemaker is within all specifications. The weak contacting imprints at the lead fixation screw undersides indicate an intraoperative contacting problem that is not due to the pacemaker.